Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Pacing impedance measurements were within normal limits at 500 ohms in unipolar configuration. The physician opted to leave the configuration in unipolar and continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.